Event description:
It was reported that a wound drain broke just beneath posterior suture line during removal attempt following a two day indwelling period. Drain was initially placed during a hemilaminectomy procedure.